Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor resistor. The pump passed the rewind, basic occlusion and displacement test. There was no motor error alarm noted. The motor passed motor test. The pump was received with cracked display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer also states the device has deep cracks on the screen. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.